Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-31, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving an unknown drug via an implantable pump for non-malignant pain. On an unknown date, the patient's pump pocket became infected. On (B)(6) 2016, the pump was explanted. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.